Manufacturer narrative:
(B)(4). The device was requested but has not been received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "no event during priming. Blood leak from oxygenator in use for the patient. Blood dripped down under the membrane of oxygenator. Replace with ebs." (B)(4).

Manufacturer narrative:
(B)(4). The product was investigated in the laboratory of the manufacturer. The blood inlet and blood outlet side are very strongly clotted. The oxygenator was cleaned with natriumhypochlorit and a tightness test was performed, hereby a leakage at the gas outlet was confirmed. No other abnormalities were detected. Thus the reported failure could be confirmed. A sap trend search was performed for p/n 70102.7818 failure code 0101 leakage gas outlet 120 similar complaints were found 9 ((B)(4)) of them were determined as to be not within the CAPA (B)(4) production range, this means they were produced with new fibers according to their lot #'s. Due to this information no new systemic issue could be determined at this time. The CAPA (B)(4) was closed as to be effective based on 12 months period under observation. During this timeframe all complaints received were out of production lot's which were produced before the correction of the manufacturing process took place. The investigation result out of the similar complaint shows for the first time the same malfunction as known out of CAPA (B)(4) of a product which was produced after the corrective action of the manufacturer process. According to the CAPA owner a reopening of the CAPA (B)(4) is not necessary at this time as the corrective actions were correct, the root cause is known and the complaint figures were decreasing rapidly. However, mcp will continue to monitor the complaint figures. In case an accumulation occurs, mcp will decide about additional investigation steps may be necessary.

Event description:
(B)(4).